Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not coming up. The quote was not accepted by the customer and there was no service provided from the philips. Till date, no recurrence has been documented. The codes were updated based on the investigation outcome.